Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm abdominal aortic aneurysm. It was reported that a small blush endoleak was seen just above the flow divider on the final angiogram after the implant procedure. Two balloon expandable stents were placed using the kissing balloon technique. Another angiogram was taken and it was determined that the blush was gone. At the time it was thought that the leak may have been a type ii from a set of large lumbar arteries, but the physician confirmed post-operatively that they thought it was a type IV. The physician stated that the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.